Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by a sales representative via sems-06404950 that an ar-9625 3.0 mm hex driver broke. This occurred during a case, due to wear and tear, and it was noticed in the case that the tip of the driver was warped. The case was completed using another ar-9625.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the hex geometry drive at the distal tip of the returned 3.0 mm hex driver, had broken and twisted. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
Additional information was provided on 11/27/2023, where it was stated reverse total shoulder arthroplasty on (B)(6) 2023 where an arthrex representative was present the patient had decent quality bone. The tip of the screwdriver broke off when they were inserting the 3rd of 4 baseplate screws. For the 5.5 locking screws, the glenoid was prepared with a 3.0 drill for mgs screws.